Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd), and the provided information was captured in sections 2 and 3. A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and therefore, the device evaluation cannot be performed. Additional information have been requested but have not been received as of today. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on february 5, 2026, from the imedidata and biostat automation team: on (B)(6) 2025, the patient had a computed tomography angiography (cta) where maximum diameter of the abdominal aorta was measured to be 53 mm. On (B)(6) 2025, the patient underwent a primary procedure for endovascular treatment of abdominal aortic aneurysm (no iliac involvement). The gore® excluder® conformable aaa endoprosthesis was implanted in the infrarenal abdominal aorta. On the same day, the site reported endoleak type ia and access related complications and stenosis of the common femoral artery (cfa). No information regarding the used sheath was provided. On (B)(6) 2025, the reintervention was performed and it included surgical repair and the ballooning, and both adverse events were resolved. On (B)(6) 2025, the patient was discharged from hospital. Additional information has been requested.